Manufacturer narrative:
Patient information - unknown. Date of event - unknown. Occupation - other; distributor. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2022-00018).

Event description:
It was reported that a procedure was performed in puerto rico, utilizing the reform pedicle screw system. Upon attempting to final tighten the first lock screw the tip of the lock screw torque drivers(3-rd-0060) broke. The broke tip was removed, and the procedure was completed utilizing another driver, readily available. There was no patient injury reported, but there was a ten-minute delay to the procedure as a result of the reported malfunctions.